Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency department at their physician's instruction because of a suspected loose lead. The patient experienced lightheadedness due to pacing pauses. An interrogation observed the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and noise. Also noted was high impedance with a possible fracture. Reprogramming was performed. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.